Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review noted the fiber was fractured. The customer's reported complaint description of the fiber fracturing is confirmed. A definitive root cause for the reported complaint description cannot be determined, although it does not appear to be manufacturing related. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results fo the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2015, an (B)(6) old, female patient presented for an endovenous laser procedure. The treating physician had placed the laser fiber and proceeded to fire the device. Outside of the patient's leg, the fiber burned and then partially fractured. The fiber was successfully removed form the patient, however due to the tumescent the patient had been administered, the procedure had to be aborted as the vein was no longer accessible. It was reported the patient suffered no harm or injury due to the event. It was reported defected disposable device is available for return to the manufacturer for evaluation.